Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. The ablation catheter was advanced via the retrograde approach into the left ventricle. The patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which no intervention was required. The effusion spontaneously resolved, the patient stabilized, and the procedure was completed. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). One flexability ablation catheter was returned for evaluation. The results of the investigation concluded that the catheter met specifications for electrical and temperature testing, and successfully passed an irrigation and ablation simulation test with no anomalies noted. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.